Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Technical services reviewed the submitted log files, and no external power alarm occurred while mobile power unit was utilized. Additional information was requested, but was not provided. It was reported that patient had locking power cord. The patient attempted pushing the cord in tighter and tried different outlets. There was no adverse consequence. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 1 year, 11 months. Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms was confirmed via a submitted data log file and reproduced during evaluation of the returned mpu. The log file contained approximately 15 days of data (dated: 30sep2018¿ 15oct2018, per the time stamp). Throughout the log file, the system controller recorded intermittent no external power and low battery hazard alarms as the rsoc voltage levels of both power cables fell from the expected ~12v down to ~3.0v. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. On (B)(6) 2018 and (B)(6) 2018, low power advisory alarms activated when the batteries fell below the low voltage threshold after being in use for an extended period of time, 12+ hours. When the alarms activated, the power source was exchanged. There were no other notable alarms active in the log file. The mobile power unit was evaluated and the issue was verified. The mpu was powered on and connected to a test system controller. Intermittent low voltage and no external power alarms were reproduced when the mpu¿s patient cable was manipulated near the kinked area. The customer requested to scrap the unit as is. The unit was forwarded to ppe department for additional analysis. The returned unit was tested using laboratory test equipment and the reported event was reproduced. The silicone jacket of the mpu¿s patient cable was stripped to inspect the internal wires. The metal shielding was removed, and several kinked wires were noted. The reported event can be correlated to the conductor breakdown observed in the mpu's patient cable. The conductor breakdown appeared to be consistent with a mechanical damage during use; however, a specific root cause was unable to be determined through this analysis. The mpu was shipped with the heartmate ii patient handbook. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including no external power alarms. Section 3 of the patient handbook, entitled ¿powering the system¿, outlines the use of the mpu including how to connect the mpu to power and the lights that are active when the mpu is powered on and functioning properly. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.the heartmate ii patient handbook with mpu under section 2 ¿how your heart pump works¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The heartmate ii patient handbook with mpu, under section 6 ¿caring for the equipment¿, the mobile power unit should undergo routine and periodic inspection as described in the safety checklist. The document contains instructions on how to clean and inspect the external equipment including the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit alarm was due to lost power to the patient's home. No additional information was provided.

Manufacturer narrative:
The reported event of no external power and low voltage advisory alarms was confirmed via a submitted data log file. The log file contained approximately 15 days of data (dated: (B)(6) 2018 ¿ (B)(6) 2018, per the time stamp). Throughout the log file, the system controller recorded intermittent no external power and low battery advisory alarms as the rsoc voltage levels of both power cables fell from the expected ~12v down to ~3.0v. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. On (B)(6) 2018 at 23:00 and (B)(6) 2018 at 22:35, low power advisory alarms activated when the batteries fell below the low voltage threshold after being in use for an extended period of time, 12+ hours. When the alarms activated, the power source was exchanged. There were no other notable alarms active in the log file. The mobile power unit and the ac power cord were not returned to abbott for evaluation. Although the reported event was confirmed, a specific root cause for the reported event was unable to be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a new mobile power unit on (B)(6) 2018.